Event description:
It was reported that the patient experienced overstimulation. X-ray was taken and showed that the lead migrated down near the battery pocket. The patient underwent a lead revision procedure. Additional information was received that the patient was doing well postoperatively. The explanted products were disposed by facility.

Event description:
It was reported that the patient experienced overstimulation. X-ray was taken and showed that the lead migrated down near the battery pocket. The patient underwent a lead revision procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 7092004.